Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cannot complete the user initiated operational check (opcheck) and always indicates opcheck failure. There was no pt involvement.